Event description:
Subsequent to the initial MDR, on 02/13/2026, dexcom technical support received additional information in regard to the patient¿s event. On (B)(6) 2026, the pediatric patient experienced a hyperglycemic event and was diagnosed with diabetic ketoacidosis. The patient also experienced not feeling well, had stomach pains, vomited, and fainted. During the day the pump was going on and off and the app was fine and at some point, the pump ¿went off¿ (no specification on the exact pump error). The patient experienced hyperglycemia and hypoglycemia and the parent suspected that the patient was not performing correction doses. Around 5:00 pm the patient lost consciousness and they took a bg reading which was 7.8 mmol/l with 0.6 to 1 mmol/l ketones, the cgm reading was low. The patient was treated by their father with the first correction dose of 4 units of insulin. After waiting 2 hours there was no change. The patient treated with a second correction dose of 4 units of insulin but did not inject properly. After waiting 2 hours there was still no change, the parent treated with a third correction dose of 4 units of insulin. The glucose values started to decrease but then started fluctuating again after waiting another 2 hours. The parent treated with a fourth correction dose of 4 units of insulin. The glucose levels steadied by around midnight. The patient had recovered by the following afternoon. The patient was also being treated by the parent from 5:00 pm-12:00 am with hydration fluids and re hydration salts for ketones. The patient was not taken to the hospital as the parent is a pediatric diabetic nurse. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a hyperglycemic event that the reporter believed led to diabetic ketoacidosis (diagnosis was not confirmed). The patient had symptoms of vomiting and fainting. The mother, who is a diabetes nurse, provided instructions to the father so he could manage the situation at home. Hospital transfer was not required. The patient¿s mother reported that the sensor gave an incorrect reading and then stopped transmitting data to the controller. No specific treatment was reported, but it was noted that at the time of the report the patient used an insulin pump. The sensor was removed and replaced with a new one. At the time of report, the patient¿s condition was unspecified. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.